Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the ventricular channel during follow-up. The lead was explanted and replaced. Patient was in good condition.